Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7070280.

Event description:
It was reported that patient experienced inadequate stimulation due to lead migration. The patient underwent a lead explant procedure. No further information has been obtained despite good faith efforts.